Manufacturer narrative:
The device was returned for analysis. The reported ¿link break¿ was confirmed. A review of the electronic lot history record and corrective action tracking system for the web database for the reported lot revealed no associated nonconforming material records or exceptions to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was attempted with a proglide device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure via a 6f sheath. Reportedly, a link break was found after the plunger was removed. The sutures of two additional proglide devices were successfully pre-placed in the lcfa. The sheath was upsized to 18f and the aaa interventional procedure was completed. Hemostasis at the lcfa was achieved with the pre-placed proglide sutures. Additionally, one proglide device was used to close the right common femoral artery; there were no issues with this device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.